Event description:
It was observed that during the device evaluation, the video connector contacts of the video system center exhibited metal, dirt and crystallization, leading to an abnormal endoscope connection signal transmission, which caused no image and noisy image, upon startup. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the socket seat has dirt, crystallization, and distortion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.